Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, several instruments were difficult to verify - straight and 90-degree curved suctions. Ultimately, the instruments were able to be verified and used in the procedure. The surgeon alleged a 4-5 millimeter inaccuracy to the left with some of instruments. None of this occurred while navigating and the surgeon opted not to trouble-shoot during the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient gender not made available from the site. On 03/02/2015 a medtronic representative, following-up at the site, reported the registered nurse (rn) in the procedure stated that the navigation system had unexpectedly re-booted itself, however, the patient registration was saved. On 03/04/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/30/2015 a medtronic representative reported the straight suction remained at the site and was successfully verified. No further issues have been reported.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.